Event description:
It was reported that (1) tsw35 was used during a laparoscopic oophorectomy procedure. It was reported by the rep that the ets35 fired across ovarian ligament on one side successfully. The ets35 was reloaded and would not fire on other side. The surgeon reloaded device again and still would not fire. A new ets35 was opened and the case was completed. There was no consequence to the pt.